Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("there was noted to be a right essure device protruding from the' tube almost through the tube"), genital haemorrhage ("persistent bleeding/bleeding"), myasthenia gravis ("myasthenia gravis") and immune thrombocytopenic purpura ("itp (idiopathic thrombocytopenic purpura)") in a 41-year-old female patient who had essure (batch no. 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (live births: 2 (B)(6)1994) and ((B)(6) 2001).), ectopic pregnancy in 1989, general body pain in 2016, joint pain in 2016, muscle ache, fatigue, malaise, premenstrual dysphoric disorder, bruising, coagulation defects, other and unspecified on 8-feb-2011, depression, caesarean section (2001) in 1994, loop electrosurgical excision procedure in 1999 and partial salpingectomy. Previously administered products included for birth control: mirena from 2001 to 2009; for depression: prozac; for an unreported indication: birth control pills from 1980 to 1990. Past adverse reactions to the above products included pregnancy with birth control pills. Concurrent conditions included thyroid disorder since 2016, smoker, sinusitis, shortness of breath, upper respiratory infection, pelvic adhesions and abdominal adhesions. Family history included hypothyroidism (her daughter). Concomitant products included sertraline (zoloft) for depression, citalopram hydrobromide (celexa) for irritability, phentermine for weight loss as well as fluoxetine hydrochloride (fluoxetin) and thyrar since 2016. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain ("pain/pain/pelvic pain"), paraesthesia ("allergic or hypersensitivity reaction acne; stinging, tingly feeling in body/tingling sensations/pricking skin"), acne ("acne"), pain ("stinging,sensation of stinging/ tingly feeling in body/allover body aches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding during periods/ heavy periods and clotting"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sexual dysfunction"), urinary tract disorder ("bladder or urinary problems or changes (bladder disorder coded elsewhere)"), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition-gas"), alopecia ("hair loss"), mood swings ("mood swings"), night sweats ("night sweats"), vaginal infection ("vaginitis"), nausea ("nausea"), blepharospasm ("vision/eye problems-blurred vision, eye, spasms"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision, eye, spasms") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), immune thrombocytopenic purpura (seriousness criterion medically significant), neck pain ("head and neck pain-moderate and several times a week"), headache ("head and neck pain-moderate and several times a week"), chest pain ("chest pain/ chest"), back pain ("back pain"), breast pain ("breast pain- mild and several times a week"), pain in extremity ("pain in her hands and arms/just in the last month I had a very large bruise show up I my left calf and then 3 days later the bottom of my foot was hurting"), limb discomfort ("problem appeared in her left thigh and then remained there"), contusion ("just in the last month I had a very large bruise show up I my left calf and then 3 days later the bottom of my foot was hurting/ tremors when I'm really cold unexplained easily bruising/"), asthma ("chronic cough and asthma symptoms/asthma like symptoms"), cough ("chronic cough and asthma symptoms/coughing/phlegm"), scar ("small whiteheads that appear constantly and other skin issues that have left scars/ acne/ acne"), skin disorder ("small whiteheads that appear constantly and other skin issues that have left scars"), abdominal distension ("I have constant bloating & gas that makes me feel like a hot air balloon all day/severe bloating"), mood altered ("just in a bad mood all the time"), insomnia ("I have not had a decent night sleep in years/ insomnia"), tooth fracture ("have had numerous mouth sores, and in the last 2 years I have had 3 molars break/dental issues (3 molars have broke in the last year mouth sores"), stomatitis ("have had numerous mouth sores, and in the last 2 years I have had 3 molars break"), pain of skin ("sores on my skin will appear out of nowhere and some will not go away/sores come from no where"), abdominal pain lower ("cramping sharp stabbing/cramping sharp stabbing"), precancerous skin lesion ("I have had 2 precancerous spots on my chest and back"), skin odour abnormal ("discharge/odor"), loss of libido ("loss of libido"), micturition urgency ("urgency and frequent urination"), pollakiuria ("urgency and frequent urination"), vulvovaginal pain ("vaginal sores"), breast tenderness ("breast pain tenderness"), facial pain ("face pain"), eructation ("belching"), diarrhoea ("bowl issues/diarrhea"), dizziness ("dizziness"), dysgeusia ("metal taste in mouth"), dyspepsia ("heart burn"), hypoaesthesia ("numbness of my feet/ on occasion numbness in the left thigh"), neuralgia ("nerve pain left leg"), depression ("depression"), feeling abnormal ("brain fog loudiness/forgetfulnes"), memory impairment ("brain fog loudiness/forgetfulnes"), anxiety ("anxiety attacks"), tremor ("tremors when I'm really cold unexplained easily bruising"), productive cough ("coughing/phlegm"), gastrooesophageal reflux disease ("acid reflux"), pruritus generalised ("acne/ cold sores skin irritation/ itching/ sores come from no where"), skin irritation ("acne/ cold sores skin irritation/ itching/ sores come from no where"), muscle spasms ("muscle spasms"), raynaud's phenomenon ("raynaud's syndrome"), dermal cyst ("dry hair, dry skin skin around my left eye is a purplish tint the white part of my eye changing color cysts growing on the top of my right middle finger below the knuckle"), hair texture abnormal ("dry hair"), eyelid skin dryness ("dry hair, dry skin skin around my left eye is a purplish tint the white part of my eye changing color cysts growing on the top of my right middle finger below the knuckle") and scleral discolouration ("dry hair, dry skin skin around my left eye is a purplish tint the white part of my eye changing color cysts growing on the top of my right middle finger below the knuckle"). The patient was treated with vicodin. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, myasthenia gravis, immune thrombocytopenic purpura, paraesthesia, acne, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, tooth disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, alopecia, mood swings, night sweats, vaginal infection, blepharospasm, vaginal discharge, vision blurred, neck pain, headache, chest pain, back pain, breast pain, pain in extremity, limb discomfort, contusion, asthma, cough, scar, skin disorder, abdominal distension, mood altered, insomnia, tooth fracture, stomatitis, pain of skin, precancerous skin lesion, skin odour abnormal, loss of libido, micturition urgency, pollakiuria, vulvovaginal pain, breast tenderness, facial pain, eructation, diarrhoea, dizziness, dysgeusia, dyspepsia, hypoaesthesia, neuralgia, depression, feeling abnormal, memory impairment, anxiety, tremor, productive cough, gastrooesophageal reflux disease, pruritus generalised, skin irritation, muscle spasms, raynaud's phenomenon, dermal cyst, hair texture abnormal, eyelid skin dryness and scleral discolouration outcome was unknown and the nausea and weight increased had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, asthma, back pain, bladder disorder, blepharospasm, breast pain, breast tenderness, chest pain, contusion, cough, depression, dermal cyst, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eructation, eyelid skin dryness, facial pain, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrooesophageal reflux disease, genital haemorrhage, hair texture abnormal, headache, hypoaesthesia, immune thrombocytopenic purpura, insomnia, limb discomfort, loss of libido, memory impairment, menorrhagia, micturition urgency, mood altered, mood swings, muscle spasms, myasthenia gravis, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, pain of skin, paraesthesia, pelvic pain, pollakiuria, precancerous skin lesion, productive cough, pruritus generalised, raynaud's phenomenon, scar, scleral discolouration, skin disorder, skin irritation, skin odour abnormal, stomatitis, tooth disorder, tooth fracture, tremor, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: left trailing coils 3 coils. Right trailing coils 3. She did not claim any complications or problems that occurred at the time of your essure placement diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2011: the essure was in place human papilloma virus test - on (B)(6) 2016: positive. Essure confirmation test-on (B)(6) 2011. Test noted as vaginal exam. Result- the essure was in place. On (B)(6) 2016, surgical pathology report: gross description included received in formalin filled container labeled with at least 2 patient identifiers and uterus and cervix is a uterus with attached cervix and detached bilateral fallopian tubes weighing 86 grams. The uterus and cervix measures 8.5 cm superior to inferior x 5.5 cm cornu x 4.0 cm anterior to posterior. Sectioning though uterine fundus reveals an intramural nodule measuring at least 1.0 an in greatest dimension. Thera is coiled metallic wire in the right cornu consistent with essure device. Within the container of two detached piece of fallopian tube, one measures 2.0 cm in length x 0.5 cm in diameter. The fallopian tube appears to be predominantly fimbriae. The second fallopian tube measures 3.5 cm in length x 0.4 cm in diameter. The outer surface and fimbriae are unremarkable. Concerning injuries reported in this case the following one/ones were described in patient medical records: nausea, abdominal pain lower, precancerous skin lesion, pain of skin, insomnia, stomatitis, tooth fracture, mood altered, abdominal distension, skin disorder, acne, scar, cough, asthma, contusion , pain in extremity, limb discomfort, breast pain, pelvic pain, skin odour abnormal, menorrhagia, night sweats, loss of libido, dysmenorrhoea, dyspareunia, female sexual dysfunction, pollakiuria, micturition urgency, vulvovaginal pain, breast tenderness, facial pain, pain, eructation, diarrhoea, dysgeusia, heart burn, dizziness, paraesthesia, hypoaesthesia, neuralgia, memory impairment, anxiety attacks, mood swings, depression, hypoaesthesia, tremor, gastrooesophageal reflux disease, cough, productive cough, asthma, skin irritation, generalised itching, tooth fracture, muscle spasms, raynaud's syndrome, idiopathic thrombocytopenic purpura, myasthenia gravis, eyelid skin dryness, scleral discolouration, dermal cyst, hair texture abnormal. Concerning injuries reported in this case the following one/ones were described in patient medical records:fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("there was noted to be a right essure device protruding from the' tube almost through the tube"), genital haemorrhage ("persistent bleeding/bleeding"), myasthenia gravis ("myasthenia gravis") and immune thrombocytopenic purpura ("itp (idiopathic thrombocytopenic purpura)") in a (B)(6) year-old female patient who had essure (batch no. 629146) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 (live births: 2 ((B)(6) 1994) and ((B)(6) 2001).), ectopic pregnancy in 1989, general body pain in 2016, joint pain in 2016, muscle ache, fatigue, malaise, premenstrual dysphoric disorder, bruising, coagulation disorder on (B)(6) 2011, depression, caesarean section (2001) in 1994, loop electrosurgical excision procedure in 1999 and partial salpingectomy. Previously administered products included for birth control: mirena from 2001 to 2009; for depression: prozac; for an unreported indication: birth control pills from 1980 to 1990. Past adverse reactions to the above products included pregnancy with birth control pills. Concurrent conditions included thyroid disorder since 2016, smoker, sinusitis, shortness of breath, upper respiratory infection, pelvic adhesions and abdominal adhesions. Family history included hypothyroidism (her daughter). Concomitant products included sertraline (zoloft) for depression, citalopram hydrobromide (celexa) for irritability, phentermine for weight loss as well as fluoxetine hydrochloride (fluoxetin) and thyroid therapy since 2016. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, paraesthesia ("allergic or hypersensitivity reaction acne; stinging, tingly feeling in body/tingling sensations/pricking skin"), acne ("acne"), pain ("stinging,sensation of stinging/ tingly feeling in body/allover body aches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/excessive bleeding during periods/ heavy periods and clotting"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sexual dysfunction"), urinary tract disorder ("bladder or urinary problems or changes (bladder disorder coded elsewhere)"), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful intercourse"), fatigue ("fatigue"), flatulence ("gastrointestinal or digestive system condition-gas"), alopecia ("hair loss"), mood swings ("mood swings"), night sweats ("night sweats"), vaginal infection ("vaginitis"), nausea ("nausea"), blepharospasm ("vision/eye problems-blurred vision, eye, spasms"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision, eye, spasms") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), myasthenia gravis (seriousness criterion medically significant), immune thrombocytopenic purpura (seriousness criterion medically significant), neck pain ("head and neck pain-moderate and several times a week"), headache ("head and neck pain-moderate and several times a week"), chest pain ("chest pain/ chest"), back pain ("back pain"), breast pain ("breast pain- mild and several times a week"), pain in extremity ("pain in her hands and arms/just in the last month I had a very large bruise show up I my left calf and then 3 days later the bottom of my foot was hurting"), limb discomfort ("problem appeared in her left thigh and then remained there"), contusion ("just in the last month I had a very large bruise show up I my left calf and then 3 days later the bottom of my foot was hurting/ tremors when I'm really cold unexplained easily bruising/"), asthma ("chronic cough and asthma symptoms/asthma like symptoms"), cough ("chronic cough and asthma symptoms/coughing/phlegm"), scar ("small whiteheads that appear constantly and other skin issues that have left scars/ acne/ acne"), skin disorder ("small whiteheads that appear constantly and other skin issues that have left scars"), abdominal distension ("I have constant bloating & gas that makes me feel like a hot air balloon all day/severe bloating"), mood altered ("just in a bad mood all the time"), insomnia ("I have not had a decent night sleep in years/ insomnia"), tooth fracture ("have had numerous mouth sores, and in the last 2 years I have had 3 molars break/dental issues (3 molars have broke in the last year mouth sores"), stomatitis ("have had numerous mouth sores, and in the last 2 years I have had 3 molars break"), pain of skin ("sores on my skin will appear out of nowhere and some will not go away/sores come from no where"), precancerous skin lesion ("I have had 2 precancerous spots on my chest and back"), skin odour abnormal ("discharge/odor"), loss of libido ("loss of libido"), micturition urgency ("urgency and frequent urination"), pollakiuria ("urgency and frequent urination"), vulvovaginal pain ("vaginal sores"), breast tenderness ("breast pain tenderness"), facial pain ("face pain"), eructation ("belching"), diarrhoea ("bowl issues/diarrhea"), dizziness ("dizziness"), dysgeusia ("metal taste in mouth"), dyspepsia ("heart burn"), hypoaesthesia ("numbness of my feet/ on occasion numbness in the left thigh"), neuralgia ("nerve pain left leg"), depression ("depression"), feeling abnormal ("brain fog loudiness/forgetfulnes"), memory impairment ("brain fog loudiness/forgetfulnes"), anxiety ("anxiety attacks"), tremor ("tremors when I'm really cold unexplained easily bruising"), productive cough ("coughing/phlegm"), gastrooesophageal reflux disease ("acid reflux"), pruritus generalised ("acne/ cold sores skin irritation/ itching/ sores come from no where"), skin irritation ("acne/ cold sores skin irritation/ itching/ sores come from no where"), muscle spasms ("muscle spasms"), raynaud's phenomenon ("raynaud's syndrome"), dermal cyst ("dry hair, dry skin skin around my left eye is a purplish tint the white part of my eye changing color cysts growing on the top of my right middle finger below the knuckle"), hair texture abnormal ("dry hair"), eyelid skin dryness ("dry hair, dry skin skin around my left eye is a purplish tint the white part of my eye changing color cysts growing on the top of my right middle finger below the knuckle") and scleral discolouration ("dry hair, dry skin skin around my left eye is a purplish tint the white part of my eye changing color cysts growing on the top of my right middle finger below the knuckle"). The patient was treated with vicodin. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, myasthenia gravis, immune thrombocytopenic purpura, acne, pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder, tooth disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, flatulence, alopecia, night sweats, vaginal infection, blepharospasm, vaginal discharge, vision blurred, neck pain, headache, chest pain, back pain, breast pain, pain in extremity, limb discomfort, contusion, asthma, cough, scar, skin disorder, abdominal distension, mood altered, insomnia, tooth fracture, stomatitis, pain of skin, precancerous skin lesion, skin odour abnormal, loss of libido, micturition urgency, pollakiuria, vulvovaginal pain, breast tenderness, facial pain, eructation, diarrhoea, dizziness, dysgeusia, dyspepsia, hypoaesthesia, neuralgia, depression, feeling abnormal, memory impairment, anxiety, the last episode of mood swings, the last episode of paraesthesia, tremor, productive cough, gastrooesophageal reflux disease, pruritus generalised, skin irritation, muscle spasms, raynaud's phenomenon, dermal cyst, hair texture abnormal, eyelid skin dryness and scleral discolouration outcome was unknown and the nausea and weight increased had resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, asthma, back pain, bladder disorder, blepharospasm, breast pain, breast tenderness, chest pain, contusion, cough, depression, dermal cyst, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eructation, eyelid skin dryness, facial pain, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, flatulence, gastrooesophageal reflux disease, genital haemorrhage, hair texture abnormal, headache, hypoaesthesia, immune thrombocytopenic purpura, insomnia, limb discomfort, loss of libido, memory impairment, menorrhagia, micturition urgency, mood altered, muscle spasms, myasthenia gravis, nausea, neck pain, neuralgia, night sweats, pain, pain in extremity, pain of skin, pollakiuria, precancerous skin lesion, productive cough, pruritus generalised, raynaud's phenomenon, scar, scleral discolouration, skin disorder, skin irritation, skin odour abnormal, stomatitis, tooth disorder, tooth fracture, tremor, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal pain, weight increased, mood swings, paraesthesia to be related to essure. The reporter commented: left trailing coils 3 coils. Right trailing coils 3. She did not claim any complications or problems that occurred at the time of your essure placement diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2011: the essure was in place. Human papilloma virus test - on (B)(6) 2016: positive. Essure confirmation test-on (B)(6) 2011. Test noted as vaginal exam. Result- the essure was in place. On (B)(6) 2016, surgical pathology report: gross description included received in formalin filled container labeled with at least 2 patient identifiers and uterus and cervix is a uterus with attached cervix and detached bilateral fallopian tubes weighing 86 grams. The uterus and cervix measures 8.5 cm superior to inferior x 5.5 cm cornu x 4.0 cm anterior to posterior. Sectioning though uterine fundus reveals an intramural nodule measuring at least 1.0 an in greatest dimension. Thera is coiled metallic wire in the right cornu consistent with essure device. Within the container of two detached piece of fallopian tube, one measures 2.0 cm in length x 0.5 cm in diameter. The fallopian tube appears to be predominantly fimbriae. The second fallopian tube measures 3.5 cm in length x 0.4 cm in diameter. The outer surface and fimbriae are unremarkable. Concerning injuries reported in this case the following one/ones were described in patient medical records: nausea, abdominal pain lower, precancerous skin lesion, pain of skin, insomnia, stomatitis, tooth fracture, mood altered, abdominal distension, skin disorder, acne, scar, cough, asthma, contusion , pain in extremity, limb discomfort, breast pain, pelvic pain, skin odour abnormal, menorrhagia, night sweats, loss of libido, dysmenorrhoea, dyspareunia, female sexual dysfunction, pollakiuria, micturition urgency, vulvovaginal pain, breast tenderness, facial pain, pain, eructation, diarrhoea, dysgeusia, heart burn, dizziness, paraesthesia, hypoaesthesia, neuralgia, memory impairment, anxiety attacks, mood swings, depression, hypoaesthesia, tremor, gastrooesophageal reflux disease, cough, productive cough, asthma, skin irritation, generalised itching, tooth fracture, muscle spasms, raynaud's syndrome, idiopathic thrombocytopenic purpura, myasthenia gravis, eyelid skin dryness, scleral discolouration, dermal cyst, hair texture abnormal. Concerning injuries reported in this case the following one/ones were described in patient medical records:fallopian tube perforation. Most recent follow-up information incorporated above includes: on 7-feb-2018: reporters were added. Product indication was added. Batch number was added. Historical and concomitant condition, relevant lab data were added. Concomitant, historical treatmet drugs added. New event added per pfs: "abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction acne; stinging, tingly feeling in body, bladder or urinary problems or changes, apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), dyspareunia, fatigue, hair loss, hormonal changes-night sweats, mood swings, vaginitis, rashes or skin conditions-acne, vaginal discharge, vision/eye problems-blurred vision, eye, spasms, weight gain, abdominal pain-severe and several times a week, head and neck pain-moderate and several times a week, back and chest pain- moderate and several times a week, she was experiencing pain in her hands and arms, nausea, gastrointestinal or digestive system condition-gas, she was experiencing pain in her hands and arms, problem appeared in her left thigh and then remained there, just in the last month I had a very large bruise show up I my left calf and then 3 days later the bottom of my foot was hurting, chronic cough and asthma symptoms/coughing/phlegm, small whiteheads that appear constantly and other skin issues that have left scars, I have constant bloating & gas that makes me feel like a hot air balloon all day, I have not had a decent night sleep in years/ insomnia, just in a bad mood all the time, have had numerous mouth sores, and in the last 2 years I have had 3 molars break, sores on my skin will appear out of nowhere and some will not go away, cramping sharp stabbing, discharge/odor, excessive bleeding during periods, loss of libido, urgency and frequent urination, vaginal sores, back, joint, chest, leg, breast neck pain face pain, allover body aches, belching, bowl issues/diarrhea, dysgeusia, heart burn, dizziness, allergic or hypersensitivity reaction acne; stinging, tingly feeling in body/tingling sensations, nerve pain neck and left leg, brain fog loudiness/forgetfulness, anxiety attacks, mood swings, depression, numbness of my feet/ on occasion numbness in the left thigh, tremors when I'm really cold unexplained easily bruising, acid reflux, coughing/phlegm, skin irritation, acne/ cold sores skin irritation/ itching/ sores come from no where, muscle spasms, raynaud's syndrome, idiopathic thrombocytopenic purpura, myasthenia gravis, dry hair, dry skin skin around my left eye is a purplish tint the white part of my eye changing color cysts growing on the top of my right middle finger below the knuckle. Event outcome for event abdominal pain, bleeding, nausea, weight gain outcome was resolved 1 month after hysterectomy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.